Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed an episode of false pause detected by the insertable cardiac monitor, caused by the device undersensing the rhythm. The patient was in stable condition and would continue to be monitored.